Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Event description:
It was reported that olympus, that a videoscope had a green image that disappears after a while. The issue occurred during a procedure. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
The device was not returned to olympus for evaluation and repair. The investigation is still in progress. Therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects. Check the function of all devices. And have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned to olympus. Based on investigation of customer information, the probable cause of error 433 can be the result of a number of temporary and permanent issues of components of the affected device and possibly of concomitant devices, including issues with the connected foot switch. Also, error 433 is displayed if the actual value of the emitted signal is below the 130v margin. If this error persists, the affected device restarts permanently. In this case, the affected device cannot be used any longer. An error 433 may also cloak an error 460 that results in the same behavior of the affected device. If e433 is displayed sporadically (temporarily), no further action needs to be taken. If it is displayed more often, it is recommended from experience to test the generator board, the hvps-board, the motherboard and relay board in another esg-400 and replace them, if necessary. Only rarely more than one component is defective. To address this issue, product quality information pqi_100-169-441 was published on 28.02.2020. During a deeper investigation into generator boards with error e433, it was found that the issue was caused by the defective transformer tr1. An improved generator board was included in the production of the device in mid-july 2020. The corresponding service bulletin sbu_100-184-812_en-ds_00 was published on 04.08.2020. A deeper investigation into hvps-boards with e433 is currently conducted by the r&d department. An improper handling of the affected device by the user cannot be entirely ruled out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.